Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board and the fluoro functions board were replaced and the calibration files were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there were intermittent communication failed errors. This error results in a system lock up, no boot, or shut down situation depending on when the loss of communication occurs. There is no report of injury or death associated with this event.